Manufacturer narrative:
Cmp-(B)(4). Concomitant products: straight stem 13x80mm catalog 1528-30 lot 03044950; screw catalog 1521-16 lot 03094566; femur 64mm catalog 1521-11 lot 00090747; tibia 72mm left catalog 1521-05 lot 04045827; tibial insert 14mm catalog 1522-14 lot 2005061391; tibial pin 1520-34 lot 04017480; straight stem 11.5x210mm catalog 1528-12 lot 02072635. Source (B)(6). This product is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009610576-2017-00017, 0009610576-2017-00018, 0009610576-2017-00019, 0009610576-2017-00020, 0009610576-2017-00021, 0009610576-2017-00022, and 0009610576-2017-00024.

Event description:
It was reported that the patient has been indicated for a knee revision due to unknown reasons. No revision has been reported to date. Additional information on the reported event is unavailable at this time.